Event description:
It was reported that the device turns on, but shuts off quickly on battery power. However, the device was able to power on ac source. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be two electrically leaky filters, designator fl4 and fl10, from the power supply module due to solder flux residue on the power pcb.